Manufacturer narrative:
The device is enroute to boston scientific for laboratory testing.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion we estimate that if the device is replaced within 7 days therapy should still be available at the time of explant. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative was planning to discuss this with the physician. Subsequently, boston scientific received information that this device was successfully explanted and replaced without incident.